Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient experienced overdose symptoms including unconsciousness and slow heart rate. The patient had medication dose adjustment a "few days before refill". The patient had a pump refill the day prior to the overdose. The morning of the overdose, the patient had administered a bolus dose using the patient therapy manager. It is unknown what drug was in the pump. Per the reporter, the patient was unresponsive since 4 a.m that morning. The patient's spouse left for work at 5:30 in the morning, and was unaware that patient was not responsive. The reporter was unable to reach the patient by phone during the day. It was then discovered in the early afternoon that the patient was unconscious. An ambulance was called and the patient was transported to the emergency room. The patient was hospitalized, and the pump and catheter were replaced. The patient was required to take time off of work. The patient recovered with unspecified sequela. The patient's status was currently reported to be "fair".

Manufacturer narrative:
(B)(4). Results: pump and one piece of catheter that was 9.0 cm proximal to the pin connector plus 34.5 cm proximal and 43.5 cm distal was attached and were returned for analysis. Final device and catheter analysis revealed no anomaly found. Normal device and catheter function.

Event description:
Additional information received from the hcp indicated a probable system malfunction secondary to a catheter leak left anchor at the spine area causing intermittent leakage of drug and unpredictable drug delivery to the intraspinal space. The drug in the pump was dilaudid. The hcp indicated the patient experienced a serious life threatening injury/illness and recovered without sequel.

Event description:
It was confirmed by the physician that a bolus was not given to the patient during his refill, at the time of the incident.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced overdose symptoms a few days after refill. Motor stalls were noted and felt to be due to a magnet being put over the pump when the patient went to the emergency room to be treated.